Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and a separation between the female connector and main body was observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and a separation was observed between the female connector and main body. Functional testing including leak and clamp function testing were performed with no issues noted. Clear passage failed due to twisted tubing which caused blockage. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap extended life pd transfer set; further described as "connection site of the extender remains blocked in the line of the bag". This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2022. Initial reporter facility name: (B)(6). Initial reporter e-mail: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.